Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, e1, g3, g6, h2, h3, h4, h6, h11 h6: mechanical (g04) ¿ drill a visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill surface. Further inspection shows that the drill has fractured near where the fluted portion of the drill meets the drill base. The fractured tip was not returned. A dimensional analysis was conducted on the drill and was found to be conforming. A determination cannot be made as to what caused the drill to fracture. The fracture analysis showed that it is suspected that the driver fractured due to reverse bending overload. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the drill fractured during use. No debris was retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.